Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver log was downloaded and reviewed, and firmware errors were observed. Global receiver functional test was performed, and failed, but the failure was not related to the complaint issue. Opened receiver case and a visual interior inspection was performed and it passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.